Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 7 months and 1 week apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a nonconformance associated with the main part #509-00-032, rsp standard humeral socket insert, 32mm, hxe-plus which documents that out of 20 parts lot, 1 part was rejected and scrapped due to nick on area "b". Second, there was an ncmr#52926 associated with the same part which documents that out of 19 parts lot, all parts were rejected due to lot was engrave with wrong size. Later, of the 19 rejected parts, 8 parts were scrapped, and 11 parts were reworked and accepted after proper justification. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.